Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's granddaughter reported via phone call that they experienced high blood glucose. The customer's granddaughter reported that they received a no delivery alarm. The customer's blood glucose was 529 mg/dl at the time of incident. The customer's granddaughter stated that they treated the high blood glucose with manual injection. The customer's granddaughter stated that the no delivery alarm was resolved by a complete set change. The customer's granddaughter performed displacement and self test. The customer's granddaughter stated that the insulin pump passed. The insulin pump will not be returned for analysis.